Event description:
The meter displayed a retest message. The pt was taken to the hosp and was given a pill. No information on what the pt's blood taken to the hosp and was given a pill. No information on what the pt's blood glucose was in the hospital. No information on what the pt's blood glucose was in the hosptial. Customer service was unable to resolve the issue and sent the pt a replacement meter. Based on the information provided, this case is being reported as a malfunction, since the retest issue was not resolved.